Manufacturer narrative:
E: (B)(6). Phone: japan.

Event description:
Philips received a complaint on the v60 ventilator indicating that a backup alarm failed alarm was found in the device diagnostic report (drpt). The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) found the backup alarm failed alarm while evaluating the device at the repair center. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the backup alarm issue. Following the part replacement the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.